Event description:
It was reported that the customer had a blank display on her insulin pump after a battery change. Her blood glucose was unknown at the time of reporting. The customer was assisted with clearing the alarm. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The insulin pump was received with normal operating currents. There was no failed battery test or battery out limit noted. There was no damage found on the isolation tape noted. The insulin pump was received with a cracked case at the display window corners, battery tube threads, reservoir tube, reservoir tube lip, minor scratches on the display window.